Manufacturer narrative:
Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the occurred event.

Manufacturer narrative:
Device evaluation in progress; supplemental report will be submitted after additional information has been obtained.

Event description:
Evaluation c-leg snapped in half. Stepping out of house into the garage. There is a 6" drop from the door frame to the garage floor. Pt fell forward and landed on the ground. He a bi late patient. Knee broke in half during fall. No warning signals.